Manufacturer narrative:
Updated sections: premarket identification, type of report, follow up type, adverse event problem, concomitant medical products. Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not outputting, it would not power the handpiece. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not outputting, it would not power the handpiece. No patient involvement.